Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2016-01504. It was reported the patient's scs system stimulation changed. It was determined the patient's lead had slightly migrated and there was a possible pull out from the ipg. The patient's entire scs system was explanted and replaced during surgery on (B)(6) 2016. Effective stimulation was reportedly restored postoperative.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2016-01504.